Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the pacemaker was found to be in rf lockout during interrogation. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of telemetry lockout was confirmed. The device was received in normal working conditions with battery voltage above elective replacement level. Review of the device image indicates radio frequency telemetry lockout occurred in the field due to excessive radio frequency usage in a short period of time. This lockout feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the lockout period had expired, and the device showed normal rf telemetry which can be enable and disable normally. Electrical and mechanical analysis performed indicated normal functionality. Battery assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.